Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that on (B)(6) 2015, the rv pacing impedance rose to 4047 ohms. The pacing impedance was in the 323-399 ohm range the previous year. Concomitant continued: the 5076-45 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance. Reprogramming of the polarity was performed. The lead remains in use at present, but a lead replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.